Event description:
It was reported to medtronic minimed that the customer reported a crack on pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a crack back of the pump and battery compartment. The damage was affecting/impacting pump functionality. The cracks may expose the motor to moisture affecting insulin delivery. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1885 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a cracked case-corner of belt clip rails near the battery tube compartment. Pump was also received with a blank display. Unable to perform the self test, sleep current measurement and active current measurement due to a blank display. Unable to download pump traces and history file using thump due to a blank display. Pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Unable to perform the required testing, download pump traces and history file using thump due to a blank display. Blank display was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was also found on the force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.